Event description:
It was reported that during a lap gastrectomy, the clip was malformed in a row. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Nonconforming cartridge weld the analysis results confirmed that the device was received with the nose open due to insufficient nose weld. No functional test could be performed with the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.